Manufacturer narrative:
A review of the mfg records for the device(s) was not conducted as the device lot numbers were unavailable. According to the gore tag thoracic endoprosthesis instructions for use (IFU), appropriate procedural imaging is required to successfully position the gore tag thoracic endoprosthesis device in the neck and to assure appropriate apposition to the aortic wall care should be taken not to cover the origin of any major arterial branches in the vicinity of the treatment area. Additionally, IFU states that complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to endoleak, improper placement, migration and reoperation. Additionally, the IFU states: the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in the following pt etiologies: traumatic aortic transections. Add'l info along with images of the event were requested, but not provided to gore. The lot/serial number was requested, but not provided to gore. Gore was unable to determine if this event was previously reported.

Event description:
The articles in the journal of thoracic and cardiovascular surgery discussed pts who underwent endovascular repair for an acute traumatic rupture of the thoracic aorta between (B)(6) 1990 to (B)(6) 2011 and were treated with the first generation gore tag thoracic endoprosthesis. On (B)(6) 2011, the pt underwent endovascular repair for an acute traumatic aortic transection of the thoracic aorta, and was implanted with a gore tag thoracic endoprosthesis. Proximal device migration completely occluded the left common carotid artery (lcca) ostium. The endoprosthesis was pulled distally by traction from a low-pressure inflated balloon, which re-established flow to the lcca, but excessive distal migration led to a proximal type I endoleak detected on the post-operative CT. On (B)(6) 2011, the endoleak was successfully treated by proximal implantation of a second device. The pt tolerated the procedure. It was reported in the articles that the pt had a severe aortic isthmus angulation.